Event description:
The customer stated that they had a similar issue in the operating room today when using the mee-1000. Using stimulator 5 for pedicle screw stimulation worked fine for the first 10 minutes. Somehow when trying to do some more stimulation with a return connected to the pt but the probe in the air, the pt was getting shocked through the return electrode. The pt legs were jumping and the amplifier saturating with huge stim artifact. The stimulator was showing 3 ma but once it was putting out over 60 ma, even though there was an open circuit (only the "return" touching the pt). MFR ref#8030229-2014-00132.